Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they had to go in to turn their stimulation back on everyday. Patient services (pss) reviewed having to turn stimulation back on if ins battery gets low, and pt then said sometimes they would notice stim was off when ins battery was at 60 or 70% as well. Pss asked event date, pt said ever since their  manufacturing representative (rep) "reset it" (pss understood as reprogrammed it) a couple months ago. Pt said they reprogrammed it as pt wanted to feel the stimulation when stim was on. Pt mentioned after programming, they only had one program now (a-1). Pt said as they could feel the sensation now, they were able to tell when stimulation was off. The patient was redirected to their healthcare provider (hcp) to further address the issue.